Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a 'service gas system' message following a failed calibration attempt. It was determined that a defective flowmeter was the cause of the service message. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the unit was rebooted and the issue resolved itself. Per data log analysis, on 24-may-2019 the logs read: 07:48:22 calibration successfully performed. 11:23:27 flow motor/mechanical fault (service gas system alert). 12:09:23 calibration attempted but failed with zero flow high before cal (1.7 l/min) other attempts to calibrate also failed with zero flow high. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed via data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed a 'service gas system' message. There were no reported adverse consequences to the patient.